Event description:
The customer reported via phone call indicating that the insulin pump had a crack on the battery compartment and a blank display. Customer's blood glucose was 140 mg/dl. The customer stated that she doesn't know how damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and blank display due to battery tube connector not plugged in properly.